Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient had 2 leads (from the same lot) implanted as part of a lead trial on (B)(6) 2017. During the procedure to implant the implantable neurostimulator (ins) on (B)(6) 2017, one of the leads was found to have migrated. The physician explanted and replaced the lead. Postoperatively, the patient was reportedly receiving effective therapy.